Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was implanted today, (B)(6) 2016. There was a device malfunction and they were not able to sync the device. The patient was referred to their doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.